Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), a benchmark 6f 071 delivery catheter (benchmark), and a non-penumbra microcatheter. During the procedure, the physician advanced a smart coil into the target location and attempted to detach it using a handle; however, the smart coil failed to detach. Subsequently, the physician used forceps to detach the smart coil. The procedure was completed using additional smart coils, a non-penumbra catheter and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.